Manufacturer narrative:
(B)(4). Field service rep (fsr) evaluation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr tested the transducers and determined the main board and turbine pcba needed to be replaced. After replacing the main board and the turbine pcba, the fsr performed calibration and the operational verification procedure (ovp) which passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Device evaluation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed through the events log and duplicated during the functional check. The problem was isolated to transducer pt802 which failed. This issue is currently being addressed by CAPA (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced transducer fault and failed the exhalation differential test. It is unknown whether there was any patient involvement associated with this event, however no patient harm was reported.